Manufacturer narrative:
Analysis: analysis of the ipg 3058 interstim ll (serial # (B)(4)) found the setscrew was backed out too far however the im plantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs, analysis determined there were no issues when pressing on the ins can and analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via product return regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. An implantable neurostimulator was explanted and returned to the manufacturing company as it was indicated there was a product problem. A phone call was made to the surgical services coordinator and they stated the patient wanted the device explanted and they did not know whether or not it was normal battery depletion. The return product document stated ¿patient request to have pump removed¿ was clarified by the surgical services coordinator that there was no pump, just a 3058 device. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Implantable neurostimulator was explanted and returned to company as there was product problem. Phone call was made to surgical services coordinator, they stated the patient wanted the device explanted,and they did not know whether or not normal battery depletion, patient weight was unknown. Clarified the statement ¿patient request to have pump removed,¿ there was no pump, only a 3058 device.